Event description:
The manufacturer received information alleging a ventilator's lcd display screen was blank. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. Device has been repaired but not returned to the customer, pending customer approval of the estimate.